Event description:
It was reported that the pt had symptom relief after implant. The lead has moved and she longer has symptom relief. Her device was turned off. Further info is being requested from the hcp.